Event description:
The event is reported as: the leak from the cuff was confirmed at the check before use. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation.